Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "plastic part of targeting arm broke".

Manufacturer narrative:
Please note corrections to the following sections: d1, d4 (catalog number), g4 (this reference is exempt of 510(k) number) and h6 (health impact code). The reported event could be confirmed, since images provided revealed a damaged reception. The breakage surface at the connecting rim of the reception shows typical traces of a brittle breakage like no plastic deformation which suggests that sudden force was applied. Furthermore, pre-damages in former surgeries cannot be excluded. Based on the above facts the root cause of the reported event is not related to a deficiency of the device but is linked to improper handling at user site. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "plastic part of targeting arm broke"